Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction, the following were noted: deep dents on the distal end and scratches on the probe tip at the back wall; the bending section cover glue cracked; a foggy image which was okay after aeration; the insertion tube collapsed; the light guide tube collapsed and buckled; and missing electrical connector lock pins leading to a leak. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope was failing the leak test and had image freezing. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.